Event description:
It was reported that a ax55g was used during a rectum procedure. It was reported by the affiliate that the instrument had malformed staples. There was no consequence to the pt. 06/17/1998 message from affiliate. The second device is also being returned and also has malformed staples.